Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced the ultrasonic mixer (usm) and rinse station tubes. As many spare parts were replaced, the investigation did not identify a specific cause of the event.

Event description:
There was an allegation of a questionable sodium result from the cobas 6000 c501 module. The initial result was 155 mmol/l. The repeat result was 141 mmol/l.